Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had an air leak in the insertion part. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: there was a foreign object in the nozzle

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to a pinhole on connecting tube, water tightness was lost. In addition to the foreign object in the nozzle, the evaluation findings are as follows: due to wear of angle wire, bending angle in the up direction did not meet standard value, due to wear of angle wire, the play of the up/down knob was out of standard value, the bending section cover had a scratch, the adhesive on the bending section cover had a scratch and chip, the scope connector had a scratch, the mouthpiece was loose, the adhesive around the light guide lens was peeled, the light guide lens had discoloration, the plastic distal end cover had corrosion, the connecting tube had a dent, scratch, and wrinkle, the objective lens had discoloration, the forceps elevator knob had a scratch, the up/down knob had a scratch, the right/left knob had a scratch, the suction cylinder was shaved, the switch box had a scratch, the scope cover had a scratch, the universal cord had a scratch, the grip had a scratch, the control unit had a scratch, the electrical connector had corrosion due to water leakage, and due to dirt on the objective lens, there was a lack of image on the monitor. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer was not sure what the foreign material was. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer did flush the air/water nozzle with air. There were abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes or sponges. The customer flushed the air/water nozzle channel with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "the operation manual describes how to inspect for the subject event in chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens". Olympus will continue to monitor the field performance of this device.